Manufacturer narrative:
From the information provided and the analysis thereof, a general reagent issue can most likely be excluded. The differences generated between the different methods most likely relate to methodological differences. To the differences in the values generated with the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. In case a sample is analyzed with different analyzers, the generated values are to be interpreted in relation to the normal reference ranges of the assays of the different analyzers.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft3 iii ver.2 results for one patient sample tested on the customer's cobas 8000 e 801 module with an unknown serial number and the investigation site's cobas 8000 e 801 module with serial number (B)(6). This MDR is for the ft3 iii assay. Refer to the medwatch with patient identifier (B)(6) for the ft3 iii v2 assay. The initial results were not reported outside of the laboratory. The reporter sent the patient sample to the investigation site due to an imbalance of thyroid test results. It was also sent to an outsourced laboratory that uses an abbott architect for reruns. Refer to the attachment in the medwatch for the highlighted questionable results.